Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. The plaintiff also experienced extrusion. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer filed report.